Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. Internal abrasion breaching the rv cable lumen at 6.9 ¿ 11.1 cm from the distal tip. One of the rv cable coating was found abraded and the other one was damaged due to procedural damage in this location.

Event description:
This report is to advise of an event observed during analysis.